Event description:
On (B)(6) 2014, this patient underwent endovascular repair for a left common iliac aneurysm 29mm in diameter, and was implanted with gore excluder endoprostheses featuring the c3 delivery system. The patient tolerated the procedure. On (B)(6) 2014, the patient was hospitalized due to a right inguinal hematoma. The patient was treated with blood transfusions. On (B)(6) 2014, the patient suffered on ventricular tachycardia and was treated with atp (anti tachycardia pacing) and dc shock (cardiac defibrillator). On (B)(6) 2014, the patient suffered on bilateral inguinal infections and was treated with a drainage and dressing of the bilateral groins.

Manufacturer narrative:
\:A review of the sterilization and manufacturing records for the device verified that the lot met all pre-release specifications.